Event description:
It was reported that during a gastrectomy procedure, the tissue pad was detached off. Also error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Date sent: 04/01/2009. Info not available, device not returned for analysis.